Manufacturer narrative:
(B)(4). Batch # p58x2w. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon procedure the staff reported that when they placed the reload into the stapler and attempted to fire the device, the knife blade would not advance. They reversed the stapler and when they opened the stapler, a few of the staple drivers fell out. None of the staples fell into the patient. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.